Event description:
The customer stated that during annual performance maintenance they discovered the device did not detected the paddles. No pt involvement has been stated.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.